Event description:
On (B)(6) 2011, 3m espe was notified that during pre-drilling for implant implantation, a drill (type s1011) got stuck in the substantia compacts and broke while trying to remove. In a following x-ray examination, it was found that the drill fragment has contact to a neighboring implant (type ob-13). Therefore the implant was removed and the drill fragment remaining in the bone was milled out. According to info provided by the dental professional, the health status of the pt is fine and no details on whether add'l implants will be placed were provided to 3m espe.